Event description:
It has been reported that the device powered off during a patient use event and gave the "not ready for use" message. The patient outcome is unknown.

Manufacturer narrative:
(B)(4).